Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a high capture threshold resulting in a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed, which revealed that the lv lead had dislodged. The lv lead was explanted and replaced to resolve the event. During the explant procedure, the tissue in the pocket was observed to be very soft and cultures were taken and sent for analysis. The patient was stable and will continue to be monitored.